Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultra meter read inaccurately high compared to another device (freestyle). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began at an unspecified time on (B)(6) 2014. The patient reported obtaining a blood glucose result of ¿221 mg/dl¿ with the subject meter and ¿151 mg/dl¿ with the other device. The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient stated they manage their diabetes with oral medication, diet and exercise and claimed they continued with their usual diabetes management regimen in response to the alleged meter issue. The patient reported that at an unspecified time on (B)(6) 2014 after obtaining the alleged inaccurate result, they developed symptom of ¿shakes¿. The patient claimed they attended the doctor¿s office on (B)(6) 2014 in response to their symptom where they were treated by a health care professional (hcp) with glucose tablets/gel. The patient claimed blood glucose tests were performed on another device (freestyle) at an unspecified date and time and results of ¿151, 130 and 113 mg/dl¿ were obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. At the time of troubleshooting, the patient performed a control solution test on the subject meter and the result fell within the specified control solution range. Replacement meter was sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.